Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was flush with the balloon proximal bond and the advancer tube manually to see how it was supposed to work. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during employment. The sealant grip tip was found stuck to the distal end of the shuttle cartridge, probably by dry blood. No other anomalies were observed. The review of the lhr (lot f1305302) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional neuro procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size >6mm. Following the procedure, the physician who is on training, selected the mynxgrip vascular closure device 6f/7f to close to the access site. It was reported that after the device was deployed, the sheath was removed and no advancer tube was visible. The balloon was deflated and manual compression was applied at the access site for 20 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.